Manufacturer narrative:
(B)(4). Additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The tube was inserted by the patients's mother and on (B)(6) 2011. It would not stay inflated. This trach was only in for 1 day when they noticed the leak. The family was able to swap to another same size custom tube that they had and there was no harm to the patient.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated immediately. It was observed the cuff presented a cut.